Event description:
It was reported that the patient experienced hives on the pocket site. The patient was sent for a computed tomography (CT) scan to rule out pocket infection and was prescribed a steroid cream. The physician believed that this was not device related and the cause was unknown. No further information could be obtained.